Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation was a result of the reported slda. The reported tissue damage was a result of the procedural conditions due to the slda. The reported patient effects of worsening mitral regurgitation and tissue damage as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing mr to less than 1. One day post procedure, it was noted the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). Tissue damage was noted and the mr increased to 3-4. A second procedure was performed on (B)(6) 2020 where one clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.